Manufacturer narrative:
(B)(4). (B)(6). The device was serviced by a service technician. This is an ancillary service event opened during investigation of (B)(4). The root cause of the reported low battery is unknown. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that during servicing a flo-gard infusion pump was found to have a low battery. No additional information is available.